Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. The device was not returned for analysis and there was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as lot number was not provided. (B)(4). Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the lens was loaded and after it was inserted, they found the haptic to be damaged/detached. The lens with one haptic was left in the patient¿s eye. The lens was later explanted in a secondary surgical procedure. A replacement lens of the same model was used. The patient outcome was reported to be fine. No further information was provided.